Event description:
Tech problems head section sleep deck is bent and broken off its mount. The tech called and stated that no injury was reported and no patient or caregiver was involved. Cause, unknown, possible head section caught on something or bearing broke on pivot. Replaced weldment sleep deck bed ok.